Event description:
It was reported that the patient presented in hospital after receiving vibratory alert for high, out of range high voltage lead impedance on the svc coil. The out of range measurement could not be reproduced in clinic. The shock vector was reprogrammed from rv to can configuration. Routine follow-up will continue. The patient condition was good after the event.